Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified signs of use and wear and tear. The strike plate on the impactor is gouged, the handle has some wear and tear and the impactor tip has fractured and not all of the pieces were returned. There is some residue on the threads of the impactor. Measured the handle of the device and all measurements were conforming to the print specification. The features of the fracture surface visually align with which an overload fracture failure mode was identified. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. With limited information available it cannot be determined if the inserter pad has been removed for cleaning or the epoxy wore overtime. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h4. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code - mechanical (g04) - impactor. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the impactor tip fractured. No patient harm was reported as a result of the event. Attempts have been made and no further information has been provided.